Manufacturer narrative:
(B)(4). D10: unknown rivitan stem unknown. G2: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised fifteen years post implantation due to a fracture at the taper function. The rivitan modular stem, and head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Event description:
No additional event information to report at this time.